Event description:
It was reported that the patient had a pocket infection and septicemia. The organism was reported to be gram positive cocci, (B)(6). The patient received antibiotic treatment and the implantable pulse generator (ipg) and leads were removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-52 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.